Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it has been more than 7 years since the device was manufactured. It is likely that the video connector receiver lock has worn out due to repeated use over time. This presumes that the video image will be disturbed if the scope cable is shaken due to the loose connection of the lock.

Manufacturer narrative:
The evaluation of the video system found there was an intermittent loss of image when the video cable was manipulated due to a worn out video connector latch. Additionally, there is a faded/discolored front panel and deep scratches on the top cover of the external housing. The unit was utilizing an older software version and an older type main switch. The asset was repaired to specifications and returned to asset stock. A review of the asset's repair history shows no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection, the asset evis exera iii video system center was found to have an unstable intermittent image. There was no report of any problems associated with the device and there was no report of patient injury, harm or involvement.